Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient developed toxic anterior segment syndrome (tass). The iol remains implanted. Additional information was provided indicating that the tass occurred on the first postoperative day. The patient developed corneal edema and corneal opacity. Medication treatment was required. There was no bacterial testing performed. The patient's symptoms have recovered.